Manufacturer narrative:
The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during an apical vault suspension with cystocele repair procedure performed on (B)(6) 2014. The subject also had a concurrent rectocele repair with native tissue and retropubic sling. The procedure was completed without complications. On (B)(6) 2015, the subject experienced a urinary tract infection and was treated with nitrofurantoin. As of march 16, 2015, the event was reported as resolving. On (B)(6) 2015, the patient's urine contained blood and a cystoscopy was scheduled.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during an apical vault suspension with cystocele repair procedure performed on (B)(6) 2014. The subject also had a concurrent rectocele repair with native tissue and retropubic sling. The procedure was completed without complications. On (B)(6) 2015, the subject experienced a urinary tract infection (uti) and was treated with nitrofurantoin. On (B)(6) 2015, the patient's urine contained blood and a cystoscopy was scheduled. Additional information received on (B)(4) 2015. Uti and the blood in the urine resolved on (B)(6) 2015.